Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 0.52ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu-tnl and the repeated result was 0.01ng/ml. Ther customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications. System check performed on 11/27/2006 passed within specifications. There were no flags or errors associated with the erroneous result. No other assays were in question at the time of this event. The sample was collected in bd, plastic, serum tube with gel and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. The specimen was sampled from the primary tube and repeat was done from a 2ml sample cup. Per customer, a field service engineer (fse) was in the customer's lab regarding a separate issue before the event. The fse serviced the instrument, performed diagnostic and precision testing, and verified the instrument's performance. The fse was dispatched to the customer's lab on 12/12/06. The fse replaced transducer on the instrument. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.